Event description:
It was reported that upon opening the packaging of two intra-aortic balloons, the customer noticed kinks in both iabs. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem device available for eval? From "yes" to "no". Lot # / manufacter date/ exp date. Type of investigation code. Additional reporter: (B)(6). Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter names: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon opening the packaging of two intra-aortic balloons, the customer noticed kinks in both iabs. There was no patient harm or adverse event reported. This report is for the 2nd iab in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00737.